Manufacturer narrative:
The customer did not provide the device serial number. A follow-up report will be submitted upon completion f the investigation.

Event description:
It was reported to philips there is a "failure of the replacement defibrillator." There was no reported patient involvement.